Event description:
Customer reported the system is displaying an interlock error message.

Manufacturer narrative:
A ge representative evaluated the system and repaired the interconnect cable connector on the c-arm. System operates as intended.